Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device is exhibiting intermittent high out of range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. Boston scientific technical services (ts) noted that all other lead measurements are within normal limits and there is no evidence of noise on the rv lead. There are also no stored electrograms in the logbook and the presenting electrogram was indicated to look appropriate. Ts stated that this appears to be a device header spring contact issue rather than a true lead issue based on these findings and provided guidance to the healthcare provider that they can consider continued monitoring. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).